Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview 7 xb slide button is extremely difficult to use. This lot was pulled from the shelf due to 2 kits being affected with the same lot #.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that vasoview 7 xb slide button is extremely difficult to use. This lot was pulled from the shelf due to 2 kits being affected with the same lot #.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device was returned within its sterile packaging. Signs of clinical use, and no evidence of blood were detected. A mechanical evaluation of the hemoro bisector blade slider was conducted. The resistance felt while sliding the button could be considered as normal. No extra force applied to slide the button. The blade advanced and retracted smoothly. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on an artificial vessel. The device could transect the vessel with a clean cut without any failure. There were no defects detected during the evaluation.

Event description:
The hospital reported that vasoview 7 xb slide button is extremely difficult to use. This lot was pulled from the shelf due to 2 kits being affected with the same lot #.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were no signs of clinical use, nor any evidence of blood detected. The device was returned sealed within sterile packaging. A mechanical evaluation of the hemoro bisector blade slider was conducted. The resistance felt while sliding the button could be considered as normal. No extra force applied to slide the button. The blade advanced and retracted smoothly. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on an artificial vessel. The device could transect the vessel with a clean cut without any failure. There were no defects detected during the evaluation.

Event description:
The hospital reported that vasoview 7 xb slide button is extremely difficult to use. This lot was pulled from the shelf due to 2 kits being affected with the same lot #.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that vasoview 7 xb was pulled from the shelf due to 2 kits being affected with tight/difficult slide buttons on the bisector. Pulled from shelf before use due to 2 affected devices with same lot.